Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the wake button becoming stuck. Subsequently, the customer experienced unspecified issues with the touchscreen. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support so further information was unable to be attained.